Manufacturer narrative:
Concomitant medical products: 2.5ml covidien monoject syringe, lot 18f0984, exp 2020-05-31, 0.9% sodium chloride flush. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that the tubing and the max zero which were attached to the y port closet to the patient in the cvicu was noticed to have leaked and created a puddle of fluid on the floor. The fluid was backing up from the y-port at the top of the max zero connector. The affect to the patient was specified as a "near miss" since it was unknown how much fluid the patient did not receive however they also stated there was no patient harm.

Manufacturer narrative:
The customer¿s report that ¿the tubing leaked at the hub of the connector and the tubing¿ was confirmed. Visual inspection showed no anomalies. During functional testing the set leaked at the engagement between the maxzero connector and the connecting extension set. The root cause of the customer¿s report was identified as a loose connection between the maxzero connector and tubing. After tightening the engagement, no leaks were observed.

Event description:
The customer reported that the tubing and the max zero which were attached to the y port closet to the patient in the cvicu was noticed to have leaked and created a puddle of fluid on the floor. The fluid was backing up from the y-port at the top of the max zero connector. The affect to the patient was specified as a "near miss" since it was unknown how much fluid the patient did not receive however they also stated there was no patient harm.